Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected for revision surgery for a technology upgrade. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. Additional information will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.